Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. Customer changed supplies to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
H3 other text : device not returned.